Manufacturer narrative:
(B)(4). Batch # t5cv3f. Device analysis: the analysis found that one ntlc75 device was returned with channel half only and with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged and no reload was received. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Partial fire. It was reported that during the endoscopic right hemicolectomy surgery, could not fire farther after fired a half when severing jejunal tissue on the second firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.